Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 23, 2020 - june 24, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed an incomplete seal at the lower right and left port sides of the bag located at the shoulder port weld. Functional testing was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to a variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam at the bottom of the bag. The event occurred during compounding. There was no patient involvement. No additional information is available.